Event description:
Health professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation summary : the device was returned to allergan for analysis and visual inspection noted flat crease, broken plug strap, and white particles. A leak test was performed and the device was noted to be leaking. Under microscopic analysis a sharp opening was identified. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Health professional reported left side capsular contracture, baker grade IV. The device has been explanted.